Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit shut off. There was no harm reported to the patient.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) unit shut off. There was no harm reported to the patient.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to verify the "shutdown - unexpected " in the units fault log. The fse also replaced the power cord because it slightly frayed. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.